Event description:
It was reported that a patient underwent a hypertrophic obstructive cardiomyopathy (hocm) procedure with a thermocool smarttouch sf catheter and an issue of an irrigation issue during use on the patient occurred. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2025. The suspected device for the reported irrigation issue was the catheter. No error was noted from the pump. During the ablation, the discharge rf generator reported that the temperature of the catheter was abnormal. The catheter was withdrawn for examination, and it was found that the irrigation hole at the head end was blocked. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation.

Manufacturer narrative:
The investigation was completed on 10-jul-2025. A video was received for evaluation following johnson & johnson medtech's procedures. According to the video provided by the customer, no irrigation was observed on the catheter. However, since neither the pump or any other irrigation source was observed on the provided video the reported issue cannot be confirmed. The customer complaint was not confirmed based on the video received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found occluded with reddish material at the tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The occlusion could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo provided. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found occluded¿. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).